Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. The device was not returned for evaluation; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that when the coil was inserted into the microcatheter, the coil unexpectedly detached in the microcatheter. Both segments of the coil were removed together with the microcatheter without incident. There was no reported patient injury or health damage.